Event description:
It was reported that a patient was revised approximately seven and a half years post implantation due to a pseudo tumor caused by a worn and fractured poly box. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). D10-medical product. Distal femoral component, item# 00585001201, lot# 63280934. Unknown tibial tray. G2- united kingdom. Visual examination of the returned product found it exhibits signs wear (nicked or gouged) and has fractured on both tabs all pieces are still attached. One side of the tab is bent over also. Could not check hole diameter or height due to damage/fracture. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The root cause of the reported issue is attributed to design issues. The reported event is confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.